Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. Per customer, the unit was performing within qc specifications. Per customer, non-reproducible accutni events are rare with the assessment of two occurrences in the past year. The customer declined submitting specific data.

Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.